Event description:
An analysis was performed on the handheld, and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2013, it was reported that a surgeon experienced intraoperative problems interrogating a device outside of the pocket because the wand was not connected to the handheld device. After connecting the wand, communication was still not established. Another programming system was used successfully. It was later reported that the user had to hold on to the connector with one hand to ensure that communication worked properly. Product return is expected but the devices have not been returned to date.

Event description:
It was reported that the connector between the handheld and wand was causing trouble. Most of time, the physicians needed to hold on to the connector with one hand to ensure that interrogation, programming, etc worked properly. The event had been occurring with increased frequency in the past couple of months. Attempts for product return have been unsuccessful. This event was reported to have been occurring with two additional programming systems. These are captured in MFR report #1644487-2013-00863 and MFR report #1644487-2013-00861. However, it is unknown which programming system was being used at the time of this particular event.

Event description:
The wand, handheld device, and software flashcard were returned on (B)(4) 2013. Wand product analysis concluded that no visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications. Analysis of the other components is still pending.